Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the night before last they plugged the recharger into the patient's implant and it just went to charging but this time it put a por message. Caller stated they did not know why it did that. Patient got por last night after not using the system for 3 weeks. Patient got the error after recharging and then trying to turn therapy on. Reviewed clearing informational por with rep, otherwise she would need to meet with patient to clear por. The patient was redirected to their healthcare provider to further address the issue. Patient service emailed caller physician listings.